Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 437 mg/dl, ketones, dehydration and a headache. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. However, the customer didn't know if the basal rates were correct. Advised the caller to speak with the hcp about the correct basal rates. The insulin pump passed the prime test, but the caller didn't have a tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.